Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon was performing a laser iridotomy on a female patient to prepare the eye for icl surgery and because the patient had a thin iris, the patient's eye was bleeding. The reporter indicated the patient seemed to have an abnormal blood vessel probably on the face of a prominent ciliary body. An icl lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated the patient had severe hyphema od (40% of anterior chamber) after attempt to enlarge her pis. This resolved, but pi still too small. A lens was not implanted. (B)(4).

Manufacturer narrative:
(B)(4).